Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited bluetooth telemetry loss. It was verified that the icm battery had depleted with no allegations of premature depletion. No intervention was performed. There were no patient consequences.